Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the home screen did not appear on the display of insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. The customer was advised to replace and to revert to the back-up plan. The insulin pump will not be returned for analysis.